Manufacturer narrative:
B3: event date is estimated. D6a: implant date is unknown. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
It was reported that the patient's ipg was inoperable following an unrelated procedure. Surgical intervention was undertaken and the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: d1 (common device name), d4, d6a, e1 (reporter's first name), and h4 have been updated with the correct information.